Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that the spring covering guidewire are damaged preventing product from being use. Two occurrences reported; however, only one device being returned for evaluation.

Manufacturer narrative:
Customer report was confirmed. The 0.032" guidewire was returned with a weld break on the j tip end. The inner wire is protruding out of the outer coil wire 21cm proximal of the j tip end. There is also a kink 5mm proximal of the j tip end.